Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Suspected false negative sars result for 1 symptomatic consumer. The consumer communicated that they received a positive result by another rapid antigen assay. An additional consumer event was communicated which is captured on a separate event.